Manufacturer narrative:
H6: medical device problem code 2017 clarifier- use after damage. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The device was used after unsuccessfully flushing the marker lumen. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: verify the marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. Do not use the device if the marker lumen is not patent. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after an interventional percutaneous coronary intervention (pci) procedure using a 6f sheath. Reportedly, an attempt was made to flush the marker lumen with saline prior to use, however flushing was not successful. The device was advanced to the vessel, but there was no blood backflow from the marker lumen. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.